Event description:
Customer reported that while removing a facial lesion a flash of fire occurred. Pt was receiving oxygen through a nasal cannula at the time. Pt was transported to the burn unit where pt spent the night and was released the next day. The exact type of treatment was unknown.